Event description:
The customer reported his blood glucose and insulin history is as follows: he also gave himself a manual injection of 4.0 units of insulin at 11:53 am. The pod was deactivated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.